Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during a patient registration a communication failure and shutdown occurred. When the device was rebooted and registration was started again, a second communication error occurred and the system shut down. After a device restart no more issue occurred.

Manufacturer narrative:
The investigation performed on surgery data log file confirmed both incident but did not enable to identify the root causes of the events.